Event description:
It was reported that during a novasure endometrial ablation a physician inserted the disposable device and "felt the device give". The device was removed and a hysteroscopy was performed. The physician saw a perforation and aborted the procedure. There was no intervention required and the patient was discharged home. The patient was seen on follow up around (B)(6) 2013 and is doing "fine".

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore, the expiration date is unknown. The device has not yet been returned, therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. According to the instruction for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgement to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B)(4).